Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was admitted to the emergency room for loss of capture. The device was interrogated and found high thresholds, undersensing and a complete loss of sensing on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the outer insulation was cut and blood ingress on proximal conductor. According to the finding and the anomalies described in the event and due to the length of implant, it is likely that the extrinsic insulation breach observed during analysis occurred at implant and it is contributed to the electrical complaints. If information is provided in the future, a supplemental report will be issued.